Manufacturer narrative:
The report from the hospital indicated the obese patient was not repositioned during the use of the device.

Event description:
It was reported that an actiflo indwelling bowel catheter was inserted for the management of diarrhea in an obese female. The hollister hydrocolloids were used to secure the straps. The actiflo was in place for approximately 1-2 weeks (actual time unknown). The patient was noted to be very ill and was unable to be moved or repositioned. Upon removal of the straps, a full thickness deep impression was noted of the same size as hydrocolloid on both buttocks. In addition, it was reported that rectal bleeding occurred during the use of the device. No medical treatment was given.